Manufacturer narrative:
The modular hexlobe x15 driver (product code: 2770-20-030, lot number: unknown) was not returned to the customer quality unit (cqu). The complaint description states that the sample was discarded. No sample is expected to be returned at this time. Since these parts were not returned, no lot numbers could be taken directly from the samples. Without the lot numbers, no review of their manufacturing records could be completed. Without the device we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample discarded.

Event description:
Primary implant date is (B)(6) 2005. Revision - removal monarch spinal screws was performed on the patient on (B)(6) 2017 at (B)(6) due to extension of the fusion and decompression. The hexlobe driver x15 was already burred prior to attempted use on the patient and became even more so during attempted use. The problem was managed with a universal screw removal set (hospital owned) but caused significant delay to the surgery 1/2-1 hour. Case was able to proceed as planned once the screws were removed utilising alternative instruments. Product discarded = no return to manufacturer unless local engineering assessment indicates return is required.

Manufacturer narrative:
Photographic images of the reported device .were sent by the affiliate visual examination of those images found the tip of the driver was stripped. The lot number was also provided. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the driver¿s hexlobes stripping could not be determined from the sample and the information provided. A potential root cause may be not fully inserting the instrument flush with the set screw during tightening. The device is also approximately 10 years old. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.